Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant when attempting to place the atrial lead, the stylet was unable to be advanced down the atrial lead. The lead was not used and was replaced successfully. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.